Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the lead was returned severed at 214mm from the terminal pin, and only the proximal segment was returned. There were set screw marks noted on the is-1 terminal pin, and on the distal and proximal hv terminal pins. There were no discernable set screw marks were noted on the is-1 ring. Additionally there was body fluid noted in the rs- lumen.

Event description:
Boston scientific received information that this patient device detected a shortened lead system and displayed an error code. Boston scientific technical services (ts) was consulted and suggested it was a short in the lead system that was detected during a shock delivery, which then sent the energy back towards the device and likely caused the internal fuse to be blown in order to protect the device. If this was the case, then when the device went to charge up again, it would time out and declare end of life (eol) because of increased charge times. Ts suggested immediate replacement of both the device and lead. The device and lead were removed and replaced. To date, no adverse patient effects have been reported.